Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The probable cause of the reported problem was fluid ingression of dry traces found at the bottom of the rear case and at the backside of the lcd display and the dso sensor area. Cleaned fluid traces with wipes and replaced dso sensor, lcd foam, insulator rear case and labels. The device passed all functional tests after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.